Event description:
Procedure: lap sigmoid. According to the reporter: the device was loaded correctly, but it was not possible to fire the magazine correctly on the sigmoid-rectal transition. It came to a high release force and to an incomplete staple formation. This added 20-30 minutes to the procedure and the tissue was fixed by resecting distal to the staple line and applying another staple line. There was no injury to the patient reported.